Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedance measurements of greater than 200 ohms in triad configuration. During a revision procedure, the lead was tested with a new device. Defibrillation threshold (dft) testing was performed which resulted in a 55 ohm measurement in rv coil to can configuration. The lead remains in service while the device was explanted. There were no adverse patient effects reported.